Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found that the latch/lock flex sensor was defective. The flex sensor was replaced to address this issue.

Event description:
It was reported that the device had latch/lock issue. Evaluation of the returned device identified a faulty latch/lock flex sensor. There was no patient involvement.